Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 42 mg/dl at the time of incident. Customer was not using insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.